Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pacemaker implant procedure. During the procedure, the physician positioned the pacemaker lead and the lead exhibited a change in impedance and wave amplitude. After the lead was re-positioned, a gradual increase and an out of range low voltage impedance was observed on the lead. The lead was then replaced. The procedure was completed without any adverse consequences to the patient. The physician suspected the cause of the issue may be due over tightening of the sutures on the lead. The lead was discarded by the hospital facility.